Event description:
It was reported that patient missed their last pump refill appointment, and was discharged by their healthcare provider. The patient was searching for an alternate physician. The next pump refill was scheduled for approximately (B)(6) 2013. It was also added that the pump "sometimes works better than other times". Currently the patient was not experiencing any issue with their pump therapy. The pump was noted as having only contained baclofen.

Manufacturer narrative:
Product ID 8709, serial # (B)(4), implanted: (B)(6) 2007, product type catheter; product ID 8578, lot# n084327, implanted: (B)(6) 2007, product type accessory. (B)(4).